Event description:
The user facility reported that the visera elite video system center did not display an image. There was no report of patient impact or injury due to the event. Additional details have been requested regarding the reported event. To-date, no additional information has been provided.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The device has not been returned to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, we could not determine if the phenomenon occurred due to malfunction of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.